Event description:
It was reported that this patient's device s currently under advisory for premature battery depletion. The device has depleted from 53% to 10% battery after approximately five months. Remote device analysis was performed and premature battery depletion is suspected. The device was subsequently explanted. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this patient's device s currently under advisory for premature battery depletion. The device has depleted from 53% to 10% battery after approximately five months. Remote device analysis was performed and premature battery depletion is suspected. The device was subsequently explanted. No additional adverse events were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental report was filed to provide additional coding.

Manufacturer narrative:
Adding new coding.